Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7074006 / 7074171.

Event description:
It was reported that the patients spinal cord stimulator (scs) system was not providing adequate pain relief. The patient underwent an explant procedure. The explanted ipg and leads were not returned as they were discarded by the medical facility.